Event description:
(B)(4). I had the essure implanted and ever since that day I have had severe pains. I feel like I can feel the coils in me. I have had significant hair loss. Bloating and even weight fluctuations. I've had mood changes. My libido is way lower than normal. I have a period every other week and its much heavier than normal. I'm in pain every day but some days are worse than others. Some days are so bad I cant even move.. My insurance paid for all except (B)(6). I will be having an ultrasound this week to check and see why they are hurting me too bad.